Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during implantation of the light adjustable lens+ (lal+), a posterior capsule tear occurred. An anterior vitrectomy was performed and the lal+ was placed in the sulcus with optic capture.